Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. The activated clotting levels were 290s and 1000 units of heparin was administered. The left atrial pressure was 8mmhg and fluids were given. The amulet was successfully implanted after single deployment. Next day, a very small localized effusion (1mm) was noted. There was no need for intervention or drainage. The physician mentioned the cause of effusion was pericarditis. The patient was reported stable and discharged.

Manufacturer narrative:
An event for patient effects of pericardial effusion was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause for the reported pericardial effusion was due to pericarditis. The reported serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.